Event description:
The customer reported the tube was arcing loudly so the machine was taken out of service. It made a loud bang and then shut down. A patient was involved but not injured. They completed the procedure with another unit.